Event description:
Account alleged there is no function on this bed. No injury reported. Hill-rom technician changed the patient control module power control board and calibrated sensor to resolve this issue.